Event description:
According to the initial reporter, during the deployment, the physician noticed one foot of the filter would not expand. Decision was made to remove the defective device. A second filter was opened and deployed without issue.